Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s ins won¿t charge and the ins recharger (insr) was showing a reposition antenna screen. The patient didn¿t know when they last had stimulation because they had gotten so used to the stimulation that they didn¿t think about it. The patient noted that the last time they successfully charged the ins was a ¿couple weeks ago¿ and stated that it was less than a month. The patient was unable to communicate with the ins using either of their external devices. No further complications are anticipated.